Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with trace of diffuse lamellar keratitis (dlk) in the left eye(os) post treatment. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s comments were of hazy vision on the left eye. At a post op exam on (B)(6) 2018, the surgery center noted there was blurred vision on the right eye(od) due to dryness. The patient reported there was hazy and blurred vision on the right eye for 3 days before the post op visit and that the dry eye was present before the initial treatment. The patient reported the symptoms are not interfering with daily activities. The surgery center reported the dlk was resolved on (B)(6) 2018 and the left eye is doing fine now. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.50 x -.75 x 75, left eye pre-op 20/20 -2.25 x -.50 x 96. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.